Event description:
Reporter states customer obtained blood glucose result of 130 mg/dl on the compact plus system; customer reportedly did not feel well at the time of the result (symptoms unk). Customer passed out, and was treated with glucagon. Symptoms did not improve, and emt's were called; obtained result of 50 mg/dl on emt meter about 35 minutes after customer's result of 130 mg/dl. Emts treated her with orange juice and symptoms improved. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.